Event description:
During induction testing, the device was unable to provide a defibrillation safety margin. The physician has scheduled surgery to open the device pocket and reexamine the lead connections to the device header. The system remains implanted.